Manufacturer narrative:
Section h6, health effect impact code, f2301 has been added.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an access site hematoma with bleeding. Best practices applied. Manual pressure applied. The patient was transferred to the operating room (or) where a purse-string was applied, which resolved the issue. Extracorporeal membrane oxygenation (ECMO) was initiated due to hemorrhagic shock. A total of seven units of packed red blood cells (prbcs) and one unit of fresh frozen plasma (ffp) was transfused. It was noted that the patient was on anticoagulants. After two days on support, the device was removed and the patient remained on ECMO support. The post-procedure outcome is survived at explant. The impella functioned as intended for lv unloading at p-2 at 1.2l/min with sodium bicarbonate in the purge solution. Bleeding (hematoma) is a known risk due to anticoagulation requirements for the percutaneous coronary intervention (pci).

Manufacturer narrative:
The pump was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information has been provided in d3. Pdi/ major bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.